Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2015 by a registered nurse which refers to a female, age unknown. The patient's medical history included blepharoplasty and face lift. The patient had previously received treatment with restylane. On (B)(6) 2015, the patient received treatment with restylane perlane lidocaine, 2 ml in total (lot 12722 and 13046), and restylane lidocaine, 2 ml in total (lot 12837), to cheeks, marionette lines, nasolabial folds, temples with cannula 27g needle. On an unknown date in (B)(6) 2015, the patient experienced infection(implant site infection), possible intra-arterial injection(implant site ischaemia) and abscess(implant site abscess) at the right molar. The patient also experienced pustules(implant site pustules) in both nasolabial folds. In the first instance physician prescribed antibiotics for the patient and referred the patient to the hospital when the situation did not resolve. The infected right malar required hospitalisation on (B)(6) 2015 and then transfer to plastic department of another hospital on (B)(6) 2015 for incision and drainage, and IV antibiotics, steroids and pain relief resulting in a wick in the cheek. The patient was reviewed by the reporting nurse and a physician today ((B)(6) 2015) and it was reported that the patient is improving slowly. The left temple is not painful but has a palpable area (deep injection). The packing on the right cheek (malar) is reduced and being dressed daily by district nurse. The patient has 3 large pustules in the left nasolabial fold and 1 small pustule in the right nasolabial fold. Swabs were taken today. The patient remains on antibiotics. Hcp considering hyalase when infection under control. The patient will be reviewed again. The reporting nurse says that 2 sterile packs and aseptic technique and multiple needles were used and best practice injection techniques were employed. Both the prescribing doctor and a plastic surgeon are caring for the patient along with the senior clinic nurse. The outcome for infection, possible intra-arterial injection, pustules and abscess was recovering/resolving.

Manufacturer narrative:
Batch record reviews of lot 12722did not reveal any deviations of other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specifications limits. Devise not returned to manufacturer.